Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while the customer was attempting to input the transmitter ID, the pump touch screen was unresponsive. Reportedly, the customer was unable to toggle between the alphabetic and numeric keypads. The customer's blood glucose (bg) was 48 mg/dl due to insulin stacking, a manual bolus, and basal delivery via the pump. The customer consumed candy to address low bg level. Customer confirmed that an alternate method of insulin delivery was available. Reportedly, the customer's bg had risen to 71 mg/dl at the time of the report.